Manufacturer narrative:
The field service engineer (fse) contacted the customer via telephone on (B)(4) 2016 and instructed the customer on how to troubleshoot the issue. The customer found that the source of the leak was the tubing between the sample filter and the probe bypass valve (pbv). The customer replaced the tubing to resolve the issue. (B)(4).

Event description:
The customer reported that there was an uncontained fluid leak in their iq200 that appeared to be coming from the evacuation pump. In addition there were focus failures at the time of the leak. Customer was personal protective equipment (ppe) consisting of a lab coat, goggles and gloves. There was no exposure to wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.